Manufacturer narrative:
The returned device was functionally tested upon receipt at ascent, and the device failed inflation testing. The visual examination of the returned device revealed a cut in the device's bladder. The most likely cause for this type of damage is contact with a sharp object.

Event description:
It was reported that the tourniquet cuff did not retain sufficient inflation. No injury to the pt or adverse event was reported.